Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was difficult to inflate; however, revision appointments took place since the device also started to exhibit deflation issues. A revision surgery was performed to explant and replace only the pump and cylinders. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues since the pump would stay deflated until the deflation button was pressed; however, revision appointments took place since the device also started to exhibit deflation issues. A revision surgery was performed to explant and replace the cylinders and pump, leaving the reservoir implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Both cylinders had wear at a fold in the middle of the cylinder. The first cylinder had fluid leakage due to a pinhole found in the proximal end of it consistent with sharp instrument damage. The second cylinder passed leak testing. The rear tip extenders (rte) passed the visual inspection as no visual damages nor abnormalities were found. The pump was visually inspected and underwent leak and functional testing. The pump kink resistant tubing (krt) was worn to the filament, and it did pass leak testing; however, the pump did not pass activation tests. Based on the information available and analysis results, the pump not passing the activation tests could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.